Event description:
Foley catheter was removed from the patient and after the balloon was fully deflated, a small cuff at the base of the balloon remained inflated. Approximately 1cm wide, the portion caused a small ridge around the catheter that may caused the patient pain during removal. Dates of use: (B)(6)-2016. Reason for use: surgical care.